Manufacturer narrative:
The pump (ngv474511h) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering hydromorphine (3.0 mg/ml at 0.0191 mg/day) and bupivacaine (16.6 mg/ml at 0.106 mg/day). The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Event description:
Additional information was reported by the company rep. The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient whose implantable pump was used to deliver hydromorphone (3 mg/ml at 10.19 mg/day) and bupivacaine (16.6 mg/ml at 6.04 mg/day). This indication for use is non-malignant pain and post lumbar laminectomy syndrome. In (B)(6) 2015 the patient had experienced nausea and was seeing their family physician to rule out gastrointestinal issues. On (B)(6) 2015 a refill occurred and the expected volume was 5 ml and the actual volume was less than 1 ml. The patient complained of nausea, vomiting, diarrhea and temperature of 101. At that time the patient was instructed to go to the emergency room where they were diagnosed with opiate withdrawal and admitted to the hospital on (B)(6) 2015. The pump was programmed to minimum rate and the patient was treated with oral medications. On (B)(6) 2015 the patient was seen for increased pain and their dose was increased. On (B)(6) 2015 the patient had complained of nausea, increased pain, yawning, and sweating. The patient was then seen on (B)(6) 2015 for those symptoms and it was decided that they would switch opiates from hydromorphone/bupivicaine to fentanyl/bupivicaine. On (B)(6) 2015 hcp refilled the pump with the new opiate and the expected reservoir volume was 11.2 ml and the arv was less than 1 ml. At that time the patient had withdrawal symptoms. The hcp later reported that the patient had been referred to a surgeon for re-implant and the cause of the volume discrepancies remained unknown.